Event description:
The customer reported that the left monitor was only booting up half way (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call.